Event description:
Cpi rec'd info that the lead was removed from svc due to inappropriate shocks, the lead was fractured. Cpi is unable to confirm the serial number of the fractured lead therefore will report on. Leads were capped and remain implanted. Per cpi, "the caller had questions about inappropriate shocks that he rec'd -- he had a fairly new ventritex device, and about a month after it was replaced on his chronic cpi lead system, he got 2 inappropriate shocks and 27 aborted shocks in one day. They replaced the entire system with a pectoral system (ventritex lead and device). Why didn't they find this problem when they replaced it the first time? Cpi refered caller to his physician."